Manufacturer narrative:
Evaluation summary: the device was returned with balloon folds open and residue present inside the balloon. The distal shaft was twisted and kinked approx. 3.9 cm distal to the guidewire entry port. Upon visual inspection of the balloon material a short radial tear was observed on the proximal balloon working length. The edges of the tear were jagged and uneven. A lead in scratch was visible proximal and distal to the tear site. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a euphora rx balloon during a procedure to pre-dilate a severely calcified and severely tortuous mid - proximal lad / cx lesion exhibiting 80-90% stenosis. No damage was noted to the device packaging and no issues removing the device from the hoop / tray. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. During the procedure the device did not pass through a previously implanted stent. Resistance was encountered during advancing the device but no excessive force was used. It was reported that the balloon burst in the lcx during first inflation to 12 atm. When the balloon was withdrawn, blood was noted on the balloon luer prior to being detached from inflation device. The device was not moved or repositioned prior to the burst. The physician continued the procedure with another euphora.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.